Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the hand control of the table displayed alarm "wrench 18" error code. The wrench 18 alarm indicates the table is experiencing a slide sensor failure; however, it is unknown as to what caused the slide sensor to malfunction or whether the slide sensor contributed to or was a result of the reported event. While onsite, the technician replaced the slide sensor. The unit was tested, confirmed to be operating according to specifications, and returned to service. The 5085 surgical table subject of the reported event was manufactured in 2010 and is approximately 15 years old. The 5085 surgical table subject of the reported event is not under steris service contract for preventive maintenance; the user facility is responsible for maintenance activities. The 5085 surgical table operator manual states, "warning: personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury. Healthcare professionals must ensure patients are positioned and monitored to prevent compromising respiration, nerve pathways or circulation. When installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory. Unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." A steris account manager provided in-service training on the proper use and operation of the 5085 surgical table and reviewed recommended positioning practices. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure a patient began to slide down their 5085 surgical table while the table was in reverse trendelenburg position. The procedure was cancelled. No report of injury.